Manufacturer narrative:
Device mfg records were reviewed. Vns therapy labeling lists infection as a potential adverse event associated with surgery. Review of mfg records confirmed sterilization for both the pulse generator and lead prior to distribution.

Event description:
It was reported that a pt developed an infection at his generator site approx one month following his initial implant procedure. A specific explant date was not provided. It was further reported that the infection cleared up and the pt was subsequently reimplanted at a later date. Good faith attempts for further info are currently being made.